Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down button of insulin pump got stuck and difficult to push down, screen popping off and large crack on back, delivery errors often, received motor errors and had to rewind several times. Customer also stated that battery only lasting 3-4 days with high end batteries and insulin pump had been unresponsive several times. No harm requiring medical intervention was reported. The device will not be returned for analysis.